Event description:
Resident was in shower chair in shower room when one wheel came off of the shower chair, causing the resident to fall. C.n.a. Tried to help resident from falling, c.n.a. Injured her shoulder and resident stated her left leg and left arm felt strained. On 3/19/93 resident still complained of discomfort and portable x-rays were taken, resident was found to have a fracture and was taken to medical center for surgery.device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-dec-92. Service provided by: other. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed. Results of evaluation: material degradation/deterioration. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.